Event description:
It was reported that the patient went through withdrawal. The patient missed their refill appointment and the pump went dry. The patient was experiencing baseline spasticity. The device system was used to deliver lioresal and morphine. Additional information has been requested but was not available as of the date of this report.

Event description:
The following information was previously reported in MFR report #3004209178-2012-06361 [it was reported that the patient missed a refill appointment and let the pump "run dry". It was reported that at the time the patient was in the hospital for osteomyelitis of the foot and the pump reservoir was empty. The patient experienced "underdose" symptoms of baseline spasticity with less than 50% therapy relief. At the time of the report the pump delivered compounded baclofen 2000mcg/ml at a rate of 420.5mcg/day. The patient's outcome was not provided. Additional information has been requested but was not available at the time of this report.], and any additional information received will continue to be reported in this MFR report: additional information received reported that the cause of the event was failure of patient to attempt follow up. The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type catheter. (B)(4).